Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red and open skin irritation under one of the ECG electrodes. The patient's physician had the patient remove the lifevest to allow the area to heal. During a follow up call, the patient reported that the irritation was no longer open and had improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.